Manufacturer narrative:
Immucor technical support used remote electronic access method to assess instrument test well images on 10oct2014. The immucor laboratory tested retention product on 22oct2014 which performed as expected.

Event description:
On (B)(6) 2014, a customer reported unexpected negative antibody reactions when using capture-r ready-ID extend ii on a galileo echo, with an associated unexpected negative antibody screen.